Manufacturer narrative:
No motor error alarm noted. Unit had constant motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to constant motion sensor test failure alarm. Unit had scratched case and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was not reported. Insulin pump will be replaced.